Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of inappropriate shocks in both primary and alternate sensing vectors. Upon review of stored device memory, untreated episodes were also observed due to oversensing of noise. Noise was unable to be reproduced in clinic with patient isometrics. Technical services (ts) discussed troubleshooting options as well as the option of programming the sensing vector to secondary. The physician plans to explant the system on a future date. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of inappropriate shocks in both primary and alternate sensing vectors. Upon review of stored device memory, untreated episodes were also observed due to oversensing of noise. Noise was unable to be reproduced in clinic with patient isometrics. Technical services (ts) discussed troubleshooting options as well as the option of programming the sensing vector to secondary. The physician plans to explant the system on a future date. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that tachycardia therapy was programmed off in the device and the patient was given a lifevest. System explant has not yet been planned. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of inappropriate shocks in both primary and alternate sensing vectors. Upon review of stored device memory, untreated episodes were also observed due to oversensing of noise. Noise was unable to be reproduced in clinic with patient isometrics. Technical services (ts) discussed troubleshooting options as well as the option of programming the sensing vector to secondary. The physician plans to explant the system on a future date. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that tachycardia therapy was programmed off in the device and the patient was given a lifevest. System explant has not yet been planned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of inappropriate shocks in both primary and alternate sensing vectors. Upon review of stored device memory, untreated episodes were also observed due to oversensing of noise. Noise was unable to be reproduced in clinic with patient isometrics. Technical services (ts) discussed troubleshooting options as well as the option of programming the sensing vector to secondary. The physician plans to explant the system on a future date. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that tachycardia therapy was programmed off in the device and the patient was given a lifevest. System explant has not yet been planned. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.